Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the non-tortuous and moderately calcified middle left anterior descending artery. A 2.75 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, while delivering the stent down to the lesion, the stent completely dislodged from the balloon undeployed and travel into the proximal side to the lesion site. A balloon catheter was then delivered inside the undeployed stent, the balloon was then inflated, and the procedure was completed. No patient complications were reported.